Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient's family member to the national answering service (nas) that the bladder stimulator moved to the right butt cheek of the patient. The caller was then transferred to patient services where it is reasonable that this information was clarified by patient services. In speaking with patient services, the caller, who stated that the patient was in a nursing home with dementia (noted as the patient's relevant medical history and not alleged to be related to the device/therapy,) reported the nursing home called them to report they found the patient's stimulator in the middle of their right butt cheek last night. The caller said, it must have dropped or migrated down, noting that the patient was so thin, they knew the stimulator would break through the skin in not too long. It was noted that the patient hadn't seen the health care professional (hcp) that put the stimulator in since they went to the nursing home two years ago. The caller wanted to make sure the stimulator was turned off, stating the patient didn't communicate pain. The caller reported the patient had fallen and broken their hip and didn't say anything (not alleged to be related to the device/therapy,) so they wanted a representative to come to the nursing home to make sure the stimulator was off. Patient services told the caller they would send a message to the representative to see if a nursing home visit was possible and redirected the caller to the patient's health care professional (hcp).